Event description:
The customer reported error code 72 is intermittently displayed, and a motion error is being displayed. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the head to foot travel of the x-ray assembly. System operates as intended. (B) (4).